Manufacturer narrative:
Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported an anterior capsule tear during a laser assisted cataract procedure. Lens fragments fell into the posterior portion of the eye when the tear extended around the capsule. A sulcus lens was placed in the eye and the patient was referred to a retina specialist. The surgeon noted that the laser may have weakened the capsule although no tags were present and the capsule was free floating. Additional information received states the patient is doing well.